Event description:
The customer reported erroneous low cbc (complete blood count) test results were recovered for a single sample when using the coulter act diff 2 analyzer. The results were determined to be erroneous when compared to results from a sample redrawn and rerun on another instrument which were considered correct. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death nor injury or change to patient treatment attributed to or connected to this event. Erroneous results were not reported out of the laboratory.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the waste filter and rbc (red blood cell) filters as he observed red debris in the rbc filters. All voltages and reproducibility was verified.